Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers wife reported via phone call that the customer passed away at home. The cause of death was cardio pulmonary arrest, failed cervical fusion with screw fragment, and central nervous system symptoms. The caller stated that the customer had overdoses of fast acting insulin that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The caller stated the customer was being overdosed with fast acting insulin, and that the pump helped him, but it was too late. The caller stated the customer stood up, they had an old fracture from their days of service, they hit their leg and then their head on a dresser. The customer had a severe car crash last year where they re-injured their fractured knee. The customer was off the pump for a week and their diabetes educator corrected their dosage. The caller declined to return the insulin pump for analysis.

Event description:
As per caller, customer's glucose was fine but he had been suffering some heart condition and possible food borne illness the last few days prior to passing.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to event has been updated in summary narrative and provided with this report in section b5.

Event description:
The customer was off the insulin pump for one week when they had a car accident. The next of kin also stated the customer was changed from slow acting to fast acting insulin per their veterans affairs doctor. The doctor was giving the customer too much insulin. The customer was not on insulin pump therapy when these issues were going on. The customer started insulin pump therapy due to these issues.